Manufacturer narrative:
Philips service ordered a replacement footswitch and base station. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the wireless foot pedal was not holding charge on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.